Event description:
Product analysis on the explanted generator was completed on (B)(6) 2011. The pulse generator performed according to functional specifications and the elective replacement indicator was not observed during product analysis. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have remained unsuccessful.

Event description:
It was reported through the receipt of a patient implant card that prior to the patient's recent generator replacement procedure the patient was experiencing an increase in seizures. The generator was replaced on (B)(6) 2011 and has not yet been returned to the manufacturer for analysis. A battery life estimation was performed and found that the generator may not be at end of service. Also diagnostics received on (B)(6) 2011 indicated that the eos status was "no". Attempts for additional information have been unsuccessful to date.

Event description:
The explanted generator was returned on (B)(6) 2011; however product analysis has not yet been completed. The return product form again indicated that the patient was experiencing an increase in generalized seizures. The replacement was performed for "suspected end of service"; however it was indicated that the eri flag was set to "no". Attempts for additional information have remained unsuccessful.